Event description:
I work as a sedating physician in MRI. I was using the medrad continuum IV pump to sedate a child for an MRI. I typically use propofol for these sedations. I give two manual boluses of propofol using a syringe in order to induce deep sedation, then connect the pt to the medrad continuum IV pump to begin a continuous infusion of propofol in order to maintain deep sedation throughout the procedure. In this case, after connecting the pt to the pump, the pt required a third bolus dose of propofol in order to induce a deeper state of sedation. The usual procedure to do this using the IV pump is to push the "bolus" button, then enter the bolus dose in micrograms/kilogram, then hit the start button. In this instance, I pushed the "bolus" button and the pump immediately started a priming dose of propofol. The priming dose is a rapid infusion of propofol that delivers propofol through the IV tubing at a rate of around one ml per every 5 seconds. The priming sequence is meant to quickly fill the IV tubing, and is not intended to give any medication to the pt. The priming sequence has a distinct sound to it, thus I immediately recognized the sound and disconnected the pt from the IV tubing preventing a potentially harmful or fatal overdose of propofol. The priming sequence will deliver 10-12 ml of medication over one minute in order to rapidly fill the IV tubing. This amount of propofol in this size pt would have stopped the pt's respiratory effort and significantly lowered their blood pressure. Either of these could be lethal. The pump design has both the "bolus" dose and the "prime" sequence on the same button, thus the button actually reads "bolus/prime." The problem with this setup is that if you connect the pt to the pump and do not immediately hit the "start" button, the pump does not know it is connected to the pt. If you then hit the "bolus/prime" button in an attempt to give the pt a bolus dose of the medication, it will start a prime sequence and administer 10-12 ml of medication to the pt. When you are trying to induce deep sedation in a child and they are trying to climb off the MRI table, it is easy to overlook the fact that the IV pump has not been started. If you then try to bolus the pt you can accidently give a large priming dose of the medication. Overall this is a great IV pump and has significantly improved the safety of administering sedation to pediatric pts who are getting an MRI. I would suggest that with the next revision of the pump that the company separate the bolus and prime features, each with an individual button. I would also suggest that you have the company educate users of the current pump as to this situation so that no harm comes to pts. Dates of use: (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: MRI sedations. Event abated after use? Yes.